Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.743. Synthes lot: 5682359. Supplier lot: 15175-01. Release to warehouse date: january 21, 2008. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted no nonconformance reports (ncrs) were generated during production. Visual inspection: the drive shaft-minimum 520mm length-for use with ria was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the coupler distal tip of the device was broken. The broken off distal tip fragments were not received at cq. Scratches were observed on the proximal end of the drive attachment. No other issues were identified. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional inspection of the received device was performed at cq. Outer diameter of the drive shaft was measured to be within specification as per the drawing. Inner diameter of the drive shaft was measured to be within specification as per the drawing. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed drive shaft assembly ria. Drive shaft ria: conclusion: the complaint condition is confirmed for the drive shaft-minimum 520mm length-for use with ria as the device was broken. There is no indication that a design or manufacturing issue has caused the breakage. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: nbh, hrx. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent removal of a tibial nail on (B)(6) 2019, due to patient request. During the procedure, the doctor was using the reamer/irrigator/aspirator (ria), when suddenly it stopped working properly. An x-ray was taken, which showed that the reamer head had separated from the tube assembly. The tube assembly and drive shaft were jammed together at the distal end where the reamer head goes. When the two pieces were separated, a piece of the drive shaft had chipped off. The action taken was to separate the drive shaft and tube assembly and use another drive shaft to complete the case. Fragments were generated and removed easily without additional intervention. The procedure was successfully completed with a surgical delay of ten (10) minutes. Patient outcome is unknown. Concomitant devices: tibial nail (part: unknown, lot: unknown, quantity: 1). This report is for a drive shaft-minimum 520 mm. This is report 1 of 1 for (B)(4).